Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported that during an atec procedure for breast tissue removal on (B)(6) 2016, the doctor was trying to remove the marker and a portion of the delivery device broke off in the patient's breast. The piece was not removed. The physician scheduled surgery at a later date to remove the broken piece. No additional information provided. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The distal tip of the marker window was twisted and broken off. The root cause for this finding is unknown. This observation will be monitored and trended.